Manufacturer narrative:
Analysis of programming history.

Event description:
During the review of the programming history, a programming anomaly was observed. The generator was returned to the MFR set to settings which do not appear to be typical for the pt given the history and known duty cycle. This could potentially be a cross-programming issue or interruption in diagnostics, however, due to lack of info, this cannot be confirmed. Attempts for further info have been unsuccessful to date.

Event description:
A programming history review was performed which found that the changed settings were due to a faulted system diagnostic test. On (B)(6) 2009, a faulted system diagnostic test was performed and a final interrogation was not performed on the vns device afterwards. The patient was next seen (B)(6) 2009 and found to be programmed to different settings upon initial interrogation. Although most of the patient's settings were adjusted at this visit, the off time was not changed from 60 minutes leaving the patient with an inefficacious duty cycle. The most current programming information available, from (B)(6) 2011, shows the patient is still set to 60 minutes off time.